Event description:
Report received from the USA stating that the device had damaged bearings. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The event date is unknown. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).